Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing during an elevated heart rate and significant morphology change. The technical services (ts) recommended to medically clarify the root cause of the morphology change, try to reproduce the episode, check all vectors for best signal quality in both narrow and broad morphologies, program best vector and create reference s-ECG of the broad morphology. This s-ICD remains in service. No adverse patient effects were reported.